Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient stated 15 of his coude tip catheters were defective. He stated that there was plastic sticking out of the end out the coude tip. He also stated one of them cut him and made him bleed but he did not notice the additional plastics piece sticking out until he removed the catheter. He also mentioned the alignment of the insert guide and the line on the catheter was off. Replacing 15 catheters. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided.